Event description:
The reporter stated the surgeon inserted and removed an aa4204vl silicone single piece lens due to a small tear in the capsule bag. The capsule tear was in the eye prior to insertion of the lens and the surgeon noted the tear when the lens was inserted. The lens was cut into pieces to remove and was discarded by the facility. There was no pt injury when the lens was removed. A vitrectomy was performed and a three-piece lens was implanted into the sulcus. The reporter stated the capsule tear may have occurred during the phacoemulsification procedure and this facility uses a competitor's phacoemulsification system. The reporter stated the event was not lens related.

Manufacturer narrative:
(B) (4) (no lens malfunction). (B) (4).